Event description:
The pump was losing prime.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation could not duplicate the reported loss of prime, but revealed a damaged trace in the power circuit.